Event description:
The device system was used to deliver morphine.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was hospitalized on (B)(6) for shortness of breath. Per the reporter, this was not related to the pump therapy. The pump was empty and needed to be refilled. The date of the last refill, alarms, and date when empty were unknown. Per the reporter, there was no withdrawal or return of symptoms, ¿pt is just in there screaming in pain¿. The drug being delivered by the device system was unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
On 06/06/2014 information was received from a healthcare professional (hcp) indicating that the pump off passcode was requested. The pump "off" form was completed, signed, and sent to medtronic, and the hcp was assisted in turning off the pump. It was not to be replaced as the patient was not a good candidate.

Manufacturer narrative:
(B)(4).